Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown; product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, (B)(4) (hcp, rep, for) information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's. It was reported that the patient had an out of regulation (oor) error with low impedance on electrodes 0 or 8. The patient felt current in their left arm. The patient's extensions were explanted and replaced. The issue was okay for a few months, however the patient began to feel the current in their left arm again. The current feeling was more significant when the patient touched the contacts. Another impedance measurement was taken and the results were normal. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that on (B)(6) 2018 the patient was re-opened and the connection between the lead and extension was re-closed. The system was okay after the intervention and everything works. It was noted that there may have been a disconnection, but the hcp does not know.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient feels the current feeling when using a computer mouse as well.